Event description:
Same case as MDR 2134265-2011-04039. It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous right coronary artery with 90-120 degree calcification. The physician advanced the 24 x 2.75mm taxus liberte stent delivery system (sds) to the target lesion, however, the sds failed to cross the lesion. Upon removal, it was noted that stent damage occurred. Then the physician advanced the 28 x 2.75mm taxus liberte sds to the target lesion, however, it also failed to cross the lesion. Upon removal, it was noted that stent damage occurred and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).